Event description:
Patient had three full thickness burns (3rd degree) evident around the electrode pair sites of neuromonitoring leads, com a electrode site and left first dorsal interosseous site (lfd) lead site. All leads involved have been set aside to keep for investigation. All other lead sites showed no sign of heating or burn.